Manufacturer narrative:
Citation: lupu l, rogers t, abusnina w, et al. Coronary access after tavr with the 4th and 5th -generation self-expanding evolut valves: the eprompt-ca study. Int j cardiol. 2026; 448:134073. Doi: 10.1016/j.ijcard.2025.134073. Earliest date of publication used for date of event. Earliest approved evolut fx/fx+ product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding coronary access after transcatheter aortic valve replacement (tavr) with medtronic evolut fx/fx+ valves. A total of 143 patients who underwent tavr with an evolut fx (n = 103) or fx+ (n = 40) valve were included in the study population. Among all evolut fx/fx+ patients, the following post-tavr observations were noted in the article: unsuccessful coronary access, valve commissural misalignment, constrained valve frame, and acute kidney injury (no intervention was recounted).